Event description:
An 18 gauge epidural needle with latex free 20 gauge closed tip epidural catheter inserted in the epidural space post op lobectomy for pain management. Two days later, catheter noted to be leaking and found to be fractured. A 12cm segment retained. Unable to retrieve retasined portion by simple exploration. Pt is symptom-free and opted to decline laminectomy and leave foreign body unless signs of neuro impairment or other symptoms develop.